Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. The image quality was difficult. One xtw clip was implanted at the a2-p2 scallop reducing the mr to a grade of 2-3. A second clip was attempted to be used to further reduce the mr at the a3p3 region. While grasping the leaflets an attempt was made to lower the grippers, but they did not lower there was some gripper movement but not enough to engage with the leaflets. An attempt was made to re-lock and cycle the grippers but the issue was not resolved. The device was pulled back into the left ventricle and the grippers were cycled one more time. This seemed to resolve the issue. An attempt was made to grasp the leaflets again and the grippers were not able to be lowered. An attempt was made to invert the clip and remove it. While the clip was being retracted into the left atrium the clip was caught in the chords for five minutes. The clip was carefully maneuvered out of the chords and was successfully removed without tissue damage. There was a delay of 25-30 minutes due to the gripper malfunction and chordal interaction, so a second clip was not implanted. There was no adverse effect due to the delay. The patient may be brought back for a second procedure at a later date. The physician will check for clinical improvement in a few months. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - both) could not be confirmed via returned device analysis. The reported difficult or delayed positioning and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported difficult to open or close (gripper actuation - both) could not be determined. The reported difficult or delayed positioning associated with the clip getting caught in chords was due to procedural circumstances during retraction of the clip. The reported image resolution poor was associated with the poor imaging quality. There is no indication of a product quality issue with respect to manufacture, design or labeling. Two (2) fluoroscopic still images were provided. One image titled "grippers down in la" shows the first implanted clip and the second cds with the clip attached; the clip arms are at ~120 degrees and the grippers are in the lowered position. The delivery catheter is retracted such that the radiopaque tip ring is against the steerable sleeve soft tip, indicating the image was taken with the clip in the left atrium. There does not appear to be any device issue or abnormality in the image. The other image, titled "grippers down on the leaflets", shows the reported cds with the dc partially advanced so the relative location of the clip is next to the first implanted clip indicating the image was taken while attempting to grasp the leaflets. The clip arms are opened to ~120 degrees and the grippers are in a partially raised position; one gripper is lowered ~10 degrees from the l-lock shaft and the other gripper lowered ~5 degrees. Assuming that both gripper levers are in the fully advanced position (to lower the grippers) at time of the image, the reported issue of the grippers not fully lowering while grasping the leaflets is confirmed. However, there does not appear to be any apparent device damage or abnormality in the image; a root cause of the issue cannot be confirmed based on the cine provided.